Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus local service center (nsc). Nsc investigated the subject device and the investigation result showed that the insertion tube of the subject device was squashed and the adhesive of the bending rubber was detached. Nsc recommended repair of insertion tube unit replacement to the user facility. The subject device had been used for 44 times. According to the nsc recommendation, the subject device was refurbished. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the sample collected from the subject device tested positive. The subject device was sterilized and tested again one week after the first testing. The second microbiological testing was negative, and the subject device was used for patients. However, one month after the first testing, the user facility was informed that the sample of the second testing was positive for an unspecified reportable organism. The user facility sent the subject device to nsc, local service center, for assessment. On september 20, 2018, nsc made an estimate and it indicates a number of damaged components that need to be repaired. Then the subject device has been refurbished. The user facility asked a third-party body for investigation whether the damage of the subject device might have contributed to the failure of the microbiological testing. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.